Manufacturer narrative:
One 6.5mm custom tracheostomy tube was returned for investigation. Visual inspection revealed that the blue airway line had detached from the airway line at the adhesive joint. The failure joint was inspected at 3x magnification. During inspection, no signs of cuts, tears, or elongation were visible on the remaining airway line or the balloon. The airway balloon was then sliced horizontally and it was observed that the airway line was still adhered to the inside of the airway balloon. Investigation was unable to determine the root cause of the of the airway line detachment.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that the end of a portex bivona custom adult tracheostomy tube balloon separated from the tracheostomy tube. The failure was observed by a home health nurse during morning grooming. The cuff was filled with 4-6cc of air. The cuff patency was tested prior to use of the tracheostomy tube on (B)(6) 2016. Velcro neck holders were used to hold the device in place, and were not adjusted during use. The patient's family was alerted and the patient's mother changed the tracheostomy tube. The event was considered resolved. No patient injury was reported.